Event description:
A customer contacted beckman coulter inc. (Bci) in regards to level sense error when the reagent cartridge was loaded on unicel dxc 800 pro synchron chemistry analyzer. The customer obtained similar error when attempted to reload the cartridge on different position. No injury was reported.

Manufacturer narrative:
The customer found crack at the base of the compartment c of the reagent cartridge. A replacement was sent to the customer.